Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed away approximately five months after a device exchange was performed. The cause of death was listed as electromechanical dissociation and septic shock. Attempts to obtain additional information and the source of the sepsis were unsuccessful.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code.